Event description:
Left side capsular contracture baker grade 3.

Manufacturer narrative:
This is a request to void this report, per surgeon updated, this is not the affected side. Submitting this request now because I didn't realize that FDA did not receive voided reports.